Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0ax75, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. The manufacturer representative was seeing potential replacement patients and saw a patient who was not feeling stimulation and they ran an impedance test and all values with the case were greater than 4000 ohms but the bipolar pairs were ok. The battery longevity was 4 to 5 months and the capacity used was 74 to 97 percent. The patient¿s programs were checked and all were set under 2.0v and it had only been a year since implant on (B)(6) 2013 and the manufacturer representative wanted to know if this was due to a faulty implantable neurostimulator (ins). The manufacturer representative tried to turn up 1 of the patient¿s programs but they still didn¿t feel anything. They did not recall when the patient said this started and the patient did not recall any falls or trauma and the manufacturer representative was notified today. The patient hadn¿t really changed the settings and the manufacturer representative did not know which electrodes the patient was programmed with but they were bipolar pairs. The manufacturer representative did not have any historical impedances. Even after they changed programs and increased the amplitude the patient was not feeling any stimulation in their health care provider¿s (hcp¿s) office. The patient had an appointment scheduled with their hcp to discuss options and left the office feeling no stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.